Event description:
It was reported that the foley catheter was difficult to deflate. The patient had the catheter placed while in the operating room. The following day, the nurse went to remove the catheter and was met with resistance after removing the water from the balloon. The catheter was pulled out and it was noted that the balloon was not completely deflated. The patient experienced pain and bleeding. A urology consult was ordered. The patient stayed an extra day in the hospital due to this event.

Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "11. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. Allow the pressure in the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient" corrections: concomitant medical products and device evaluated by MFR.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the foley catheter was difficult to deflate. The patient had the catheter placed while in the operating room. The following day, the nurse went to remove the catheter and was met with resistance after removing the water from the balloon. The catheter was pulled out and it was noted that the balloon was not completely deflated. The patient experienced pain and bleeding. A urology consult was ordered. The patient stayed an extra day in the hospital due to this event.